Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelobot that a skin reaction occurred. The date of the event is an approximation. The customer reported experiencing skin reactions associated with biosensor use during september, noting a total of five events. This report pertains to one of those events. The customer declined to provide additional details beyond the initial report; the date of sensor insertion and insertion site were not specified. The customer had been using biosensors for approximately three months and alleged that the adhesive caused adverse skin effects. Symptoms began gradually in september and included itchiness across the torso, underarms, and around the biosensor site. The itchiness progressed to severe intensity. Additional symptoms included lip inflammation that developed into an open sore, as well as dry, flaky skin. No other systemic symptoms were reported. The customer consulted a dermatologist twice (dates unspecified). During the first visit, the dermatologist prescribed topical 2% cortisone cream for the lip lesion; however, symptoms persisted. At a subsequent visit, the dermatologist administered a cortisone injection at the lip sore site, which resulted in improvement. No other treatments or medications were reported. The customer discontinued biosensor use ¿last week¿ to assess symptom improvement. At the time of reporting, the itchiness had improved, but the lip remained dry, sore, and inflamed. The customer indicated gradual recovery. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.